Event description:
Smiths medical international ltd., has been notified of an event of the spo2 decreased after 5 days use. Suction catheter could not be inserted into the tube, due to occlusion (or kink). The hospital performed pct and placed the tube into the pt who had been orally intubated. After 5 days use, spo2 decreased. The hospital tried to insert a suction catheter into the tube for suctioning, but could not insert. They tried to ventilate the pt with an ambu bag, but could not ventilate. The pt condition worsened to the verge of cardiac arrest. The spo2 dropped to below 70. A tracheal tube was inserted to ventilate. After that, the pt respiratory status recovered. After the pt status became stable, another tube was inserted again. There were no adverse effects on the pt. The product was tested before use. Event occurred at the hospital in other country.